Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips rse connected remotely, confirming suite pc software crash. The fse recommended reinstalling suite pc to clear the device data, as he couldn't immediately erase the external data. Therefore, the fundamental processing was cancelled. No work performed by philips engineer. The codes were updated based on the investigation outcome.